Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Remains implanted.

Event description:
A left knee revision procedure has been indicated due to instability; however, no revision procedure has been reported to date. It was reported the instability may be caused by the patient's back.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient has experienced instability of the left knee. The surgeon states the instability is most likely due to patient's back condition and a revision procedure has not been indicated.